Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported stimulation is off and the ipg has not been recharged since (B)(6) 2014 (exact date unknown). The patient lost the external devices. The sjm representative confirmed the issue. Follow up information identified the patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.